Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus premier ous mr 12 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break 411mm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via femoral artery. The target lesion was a concentric located in the mildly calcified proximal left circumflex artery. The lesion contained >=90 degrees bend. A 12 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during procedure, the stent shaft got kink in the middle portion and the hypotube broke off outside the patient. The procedure was completed with a different device. There where no patient complications reported and the patient's status was stable.